Manufacturer narrative:
The investigation for the reported priming and pump did not start issues has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected, and a fractured red lumen was observed. Two purge cassettes were returned, and both were run through de-air successfully without issue. The cause of the priming issue was use related since it was unable to be reproduced and the returned product successfully ran de-air. The cause of the pump unable to start was a fractured red lumen removal issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During implantation, the impella cp cassette was not able to de-air. After replacing the purge cassette, de-airing was possible, but the pump did not start. The medical team performed a full replacement of pump and cassette, no with further issues. There was no reported patient harm.